Manufacturer narrative:
Suspected product has not been received by manufacturer for evaluation. The phacoemulsification handpiece was replaced. In addition, the handpiece is beyond its device lifetime of 2 years. The handpiece was issued in 2009. The field service engineer provided operational support to customer via phone and came to a conclusion that the handpiece was the suspected product and not the operations of machine functions. The clinic indicated they came to a decision, the signature machine is operating as expected. The history of the machine indicates the system is being used without further reported incidents. All pertinent information available to amo has been submitted. Should new information that changes the facts and/ or conclusion of this report become available, a supplemental report will be submitted. Placeholder.

Event description:
The clinic reported experiencing a corneal burn in the patient's operative eye during a cataract extraction procedure. The patient required unanticipated sutures to close the wound. The clinic expressed concern with the ellips phacoemulsification handpiece. There were no concerns with the operation of the machine. No additional information was received regarding patient outcome.

Manufacturer narrative:
The hand piece was returned and evaluated. There was nothing different about the handpiece physical appearance. The aspiration lumen showed no signs of being clogged. The device was functionally tested and met the following performance criteria: the handpiece stroke meets specification and was not exceptionally high. No heating was noted in the handpiece or at the tip when run normally or without aspiration for 15 seconds. The handpiece did fail impedance testing, but high impedance could not cause or contribute to corneal burn. There were no issues identified with the handpiece which are believed to cause or contribute to corneal burn.